Event description:
It was reported the patient's ipg was inoperable as the patient had not recharged his ipg for several months. The patient underwent surgical intervention to remove and replace his ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.